Event description:
High impedance readings were noted. The hcp suspected head fracture after visualization of the lead during extension replacement (reference MFR report #3004209178-2008-07159). The lead was replaced at a later surgery. No patient symptoms were reported. The patient outcome was reported as 'no injury, recovered without sequela'.

Manufacturer narrative:
On 12/15/2008, the lead has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be filed, when the analysis is complete.